Manufacturer narrative:
(B)(4). Per the final statement to the complaint letter dated august 29, 2012, leakage testing was performed on the returned sample and it was confirmed that there was a leak in the welding cover near the red stop cock. Such leakages would be clearly detected in the 100% function test in production, however, it is possible that the leak could appear later on due to inner stress in the material. (B)(4).

Event description:
On (B)(6) 2012 at the (b)(60 hospital, it was reported that there was a major leak at the bottom of the quart arterial filter be-00175 at the white bypass stopcock during priming the device. It was not possible to stop the leak and the entire be-hqv 33800 pack had to be replaced. There was no patient impact. (B)(4).